Event description:
The pt has two leads from the same lot number. It was reported the pt had fallen. Over time the pt began to experience overstimulation and inadequate stimulation. An impedance check revealed several invalid contacts. Reprogramming attempts could not restore effective therapy. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.